Event description:
It was observed during central processing that the casing of the monopolar curved scissors instrument (mcs) was cracked and broken off. There were no fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint of casing cracked and broken off. The instrument tube extension's pad printing was removed from the distal end of the tube extension. Failure analysis concluded that the removal of the pad printing may be due to mishandling/misuse. There were no other damages found on the instrument. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Isi has attempted to contact the site on (B)(4) 2014 to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the removal of the pad printing. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.